Manufacturer narrative:
This supplemental report is being submitted to correct the additional manufacturer narrative which included an error in the previously submitted supplemental report. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified a latent current leakage path. This current leakage path resulted in the clinically-observed reversion to safety mode.

Event description:
It was reported that the patient with this implantable pulse generator (ipg) suddenly developed adams-stokes syndrome and experienced a syncopal event. The patient was urgently transported to the emergency room where an electrocardiogram showed third-degree atrioventricular block, with a heart rate in the 40 bpm range. Interrogation identified the device had reverted to safety mode. Therefore, the patient was admitted to the hospital for device replacement. A temporary pulse generator was utilized for backup pacing support and the ipg was explanted and replaced with a boston scientific device. High right ventricular (rv) threshold measurements and loss of capture were noted during the procedure. Therefore, the associated rv lead was surgically abandoned and replaced. Post operative vital signs were stable and no additional adverse patient effects were reported outside of this revision procedure. The explanted device is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified <<no anomalies>>. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified a latent current leakage path. This current leakage path resulted in the clinically-observed reversion to safety mode.

Event description:
It was reported that the patient with this implantable pulse generator (ipg) suddenly developed adams-stokes syndrome and experienced a syncopal event. The patient was urgently transported to the emergency room where an electrocardiogram showed third-degree atrioventricular block, with a heart rate in the 40 bpm range. Interrogation identified the device had reverted to safety mode. Therefore, the patient was admitted to the hospital for device replacement. A temporary pulse generator was utilized for backup pacing support and the ipg was explanted and replaced with a boston scientific device. High right ventricular (rv) threshold measurements and loss of capture were noted during the procedure. Therefore, the associated rv lead was surgically abandoned and replaced. Post operative vital signs were stable and no additional adverse patient effects were reported outside of this revision procedure. The explanted device is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable pulse generator (ipg) suddenly developed adams-stokes syndrome and experienced a syncopal event. The patient was urgently transported to the emergency room where an electrocardiogram showed third-degree atrioventricular block, with a heart rate in the 40 bpm range. Interrogation identified the device had reverted to safety mode. Therefore, the patient was admitted to the hospital for device replacement. A temporary pulse generator was utilized for backup pacing support and the ipg was explanted and replaced with a boston scientific device. High right ventricular (rv) threshold measurements and loss of capture were noted during the procedure. Therefore, the associated rv lead was surgically abandoned and replaced. Post operative vital signs were stable and no additional adverse patient effects were reported outside of this revision procedure. The explanted is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.